Manufacturer narrative:
(B)(4) the complaint device was received. Visual inspection was performed and found no observations related to the customer complaint. Global receiver functional testing was performed and no failures were found related to the customer complaint. Receiver data log was downloaded and reviewed, finding firmware errors confirming the reported complaint. The root cause was determined to be the firmware error.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.